Manufacturer narrative:
User facility personnel stated that the x-ray top set was loose in the box which could have caused damage to the device during shipping and handling. The user facility is scheduled to receive another digital x-ray top set. A 3-year complaint review has considered the reported event to be isolated. No additional issues have been reported.

Event description:
The user facility reported that their digital x-ray top set arrived dented/damaged and while their biomed technician was handling the device he cut his finger. The user facility declined to provide information about if the biomed technician sought or received medical treatment.